Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no product or images provided to determine exact reason why the filter was deployed/placed in right brachiocephalic vein. However, based on information provided, filter position was not verified prior to deployment, as after placing "the filter as usual" the entire system was withdrawn "without seeing screen of the fluoroscope." According to IFU the filter "position below (caudal to) the renal vein" must be verified by cavography. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement with igtcfs-65-jp-jug-tulip was performed to the patient in the acute phase. There was no problem in patient's anatomy. The device was inserted from the right jugular vein. After having advanced the filter below the renal vein, the physician pushed the metal knob and placed the filter as usual. Then, he withdrew the entire system without seeing screen of the fluoroscope. When the final confirmation was performed under fluoroscopic control after the system had been retrieved from the patient's body, it was noticed that the filter was placed in right brachioceraphalic vein. The physician attempted to retrieve the filter by using gtrs, gooseneck snare and forceps with right jugular vein approach, but failed. The remained filter is to be retrieved by surgical operation. (Date:unknown). Additional information received 29aug2012: a long sheath whose tip is designed for multi-purpose use was inserted from right jugular vein. By pushing the leg of the filter with the sheath, the physician managed to change the orientation of the filter hook. Then, the filter was retrieved with the gooseneck snare successfully. Patient outcome: there have been no adverse effects to the patient. The patient has not shown any problematic symptoms.